Event description:
After the surgery and off of the sterile field a skin burnt injury was noted in the left lower quadrant. It was narrow 1-2mm's and longer 10mm's, vertically angled. Seems like the machine's temperature indicator is not working and the ground on the electrical is not working as it should.